Event description:
Initial cea result of <0.2 ng/ml. Same sample repeated gave result of 1.83 ng/ml. The initial result was reported. No info provided to determine if results were used to guide therapy. The field service rep performed performance check tests which were within specification. The user reports no further occurrences.